Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Hemorrhage is included as a possible complication in the instructions for use (IFU) for the indigo system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
On 14-aug-2023, penumbra inc. Became aware of a journal article titled, "use of mechanical thrombectomy in very early-onset inflammatory bowel disease patient with extensive venous thrombosis" (herron c. Et al. 2023). The event date was not provided; however, the article was received on 27-mar-2023 and documents a single case of mechanical thrombectomy using a indigo system aspiration catheter 7 (cat7) to treat a child with newly diagnosed very early-onset inflammatory bowel disease found to have extensive venous thrombosis. It was reported that the extensive thrombus was removed from the inferior vena cava using the cat7. The patient received 15 ml/kg of packed red blood cells during the procedure due to a significant amount of debulking and some blood loss. The patient was brought back three days later and successfully underwent another mechanical thrombectomy from the external iliac vein to the popliteal veins using another cat7 and an indigo system aspiration catheter 6 (cat6).